Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in three pieces. Visual inspection found insulation abrasions at multiple locations.